Event description:
The pt has a medtronic ICD. He received "shocks" from the device. The lead was fractured causing "noise" on the lead which was interpreted by the device to be a ventricular arrhythmic.